Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter valve was not working properly, and the sheath was found to be kinked. It was noted that to much blood was leaking out from the valve during the procedure. The catheter was replaced. No patient complications have been reported as a result of this event.